Event description:
During a da vinci-assisted surgical procedure, an issue was encountered with the fenestrated bipolar forceps instrument. At the beginning of the operation, the nurse installed the instrument onto the robotic arm, but the surgical robot failed to recognize it, indicating that the instrument was removed. The instrument had functioned normally in a previous procedure, and both disinfection and cleaning were conducted according to standard protocols. Post-operation, attempts to use the instrument on another machine and robotic arm were unsuccessful, as it still could not be recognized. Ultimately, a backup instrument of the same type was utilized to complete the procedure without causing any harm to the patient.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. An intuitive surgical, inc. (Isi) failure analysis engineer reviewed the provided image. The engineer noted that, although likely not related to the recognition issue, the grip cable appeared to be frayed.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.